Event description:
It was reported that prior to use foreign matter was discovered in the syringe with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from german to english: brownish discoloration on the syringe body (not external).

Manufacturer narrative:
H.6. Investigation summary: two photos of a loose 1ml syringe with a red tip cap were received and evaluated. It was observed there was a brown streak of foreign matter in the barrel wall between the 0.3ml and 0.7ml marking. It appeared to be burnt plastic and was larger than level 3 in size, which was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. No corrective actions are necessary based on the defective rate identified. Batch 8220916 is considered in compliance with our product specification requirements. H3 other text: see section h.10.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered in the syringe with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from german to english: brownish discoloration on the syringe body (not external).